Event description:
Customer reportedly obtained results of 43 mg/dl, 243 mg/dl, and 143 mg/dl on the aviva system while a professional device produced a result of 89 mg/dl. All results obtained within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.